Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the right eye of the surgeon side console (ssc) went out. The customer did not know the system number for the console in question. The customer stated the procedure was in room 17 and the right eye on the right console had the issue. After looking up the system numbers and what system had completed case that day the technical support engineer (tse) identified the affected ssc. The customer said it was dual console procedure and the doctor completed the case using the other ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed using the second console. The first console powered up normally then the right eye went out which is when the surgeon hopped over to the second console. There was a couple of minute delay in the procedure just however long it took to move over as the second console was up and running. No issues with the patient. Once it was reported the fse went out and replaced the affected monitor. No patient demographics were available other than a female having a diagnostic laparoscopy procedure done. Everything turned out well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified no signal in one or both eyes. The fse replaced the high resolution stereo viewer monitor (hrsv) to correct the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Fa installed the hrsv monitor into an xi system and a black screen in the right eye was observed when power up ssc. The probable root cause for the right eye going out on the surgeon side console is attributed to the high resolution stereo viewer. This complaint is being reported based on the following conclusion: the surgeon side console (ssc) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a second console. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.